Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement with monitored anesthesia procedure. The procedure date is unknown. It was reported that when attempting to pull the trocar through, the wire partially broke. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e4: this event was reported to the FDA via a voluntary medwatch report. The report number is 0504410000-2023-8006. Block h6 (device codes): imdrf device code a0401 captures the reportable event of pull wire broken.